Event description:
It was reported that the right ventricular (rv) lead exhibited noise. Patient has no symptoms experienced or issues. Moreover, had programmer to any interference. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).